Event description:
"There was an inadequation between the size of the rasp and the size of the stem. The stem stayed stuck above by 1 cm. Surgery was extended by approximately one hour. The patient had arthrosis / polyarthrite / rhumatoide."

Manufacturer narrative:
This complaint is still under investigation.